Event description:
Ous MDR - it was reported that the shock impedance decreased from 75 to 40 ohms approximately 74 months after the implantation. The patient received inappropriate shocks. Insulation damage was suspected. The lead was left in the patient and a new one was implanted.

Manufacturer narrative:
Until today, the medical product is not available for analysis and could therefore not be analyzed itself. The analysis is therefore based on the analysis of the production documents and the provided data. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. The available iegms confirm interference signals in the ventricular channel, which led to shock delivery. The enclosed photos of the lead at the time of the revision showed the insulation damage with blood entry that was mentioned in the complaint text. However, the characteristics of the damage speak for a damage that was caused during the explantation process. The available x-ray image shows two ventricular leads and an atrial lead. Potential interaction areas between the partner electrodes cannot be clearly determined or ruled out based on the available projection. Despite the available information, the cause of the defect cannot be assessed since this would necessitate a study of the lead itself. If additional relevant information or the device itself should become available, please send these to us also. The incident will then be updated accordingly.